Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. A 5076 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient presented with pericardial chest pain and high thresholds were noted. The physician believed that there may have been a cardiac perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.